Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that during an ipg replacement procedure [related manufacturer reference number: 3006705815-2025-05740] both leads had impedances. As a result, both leads were explanted and replaced during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that both leads had high impedances upon diagnostics.